Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify power loss alarm, critical pump error, pump error 23, 68, 49 and 24 due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that alarm did not clear by selecting ok and screen turned off. Customer was able to clear the insulin pump errors, power loss alarm and program the insulin pump. Customer performed self-test and test was failed. Customer was able to clear the alarm. Customer was unable to complete insulin pump rewind. The device will be returned for analysis.